Event description:
A leveen needle electrode was being used for a therapeutic surgical bipolar radiofrequency ablation. It was reported the radiofrequency ablation case went on for about 45 minutes total before roll-off occurred. The physician noted the radiofrequency generator exhibited a pad error and shut down when ramping up to the maximum wattage range of 190 to 200 watts (which happened twice during the procedure). The ablation encased the tumore, however, as the physician lifted the liver, a portion of the duodenum lying under the liver was white indicating a thermal injury. The affected portion of the duodenum was resected and the pt was recovering.